Event description:
It was reported that there was a patient with a spinal cord stimulator who had an "accident". It was stated that the patient had problems with "the wires". Additional information received one day later reported that the patient had an automobile accident. Shortly after the accident, the stimulator was surgically removed due to a malfunction in the unit. It was uncertain if the malfunction was due to the accident of it there was a problem with the unit before the accident. Additional information received reported that the impedances readings were unknown. It was stated that the patient was receiving stimulation prior to the auto accident of (B)(6) 2010. It was stated that there was a question around that time frame "maybe a month or two earlier regarding a battery failure or something remote". On (B)(6) 2010, the patient was admitted to the hospital where the physician performed a "multi-level" laminectomy involving the implantation of replacement wires for the nerve stimulator, and revision of battery. It was unknown if troubleshooting was attempted.

Manufacturer narrative:
Product ID 74892, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2011 (B)(6); product type extension product ID 7435, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 3487a-33 lot# j0504440v, implanted: 2005 (B)(6); product type lead product ID 748940, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3487a-33 lot# j0504440v, implanted: 2005 (B)(6); product type lead product ID 748925, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2011 (B)(6); product type extension product ID 748940, serial# (B)(4), implanted: 2011 (B)(6); product type extension (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information for healthcare provider reported that they found increased impedances during testing in (B)(6) 2011, and made the decision at that point to replace. It was reported that they had no record to indicate serial numbers of any devices.